Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported patient presented with pain and surgeon revised right hip due to exeter stem being found to be broken at the femoral neck area. Surgeon revised stem, head and liner.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for a fractured stem and there was no allegation of failure against the liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported patient presented with pain and surgeon revised right hip due to exeter stem being found to be broken at the femoral neck area. Surgeon revised stem, head and liner.